Manufacturer narrative:
Product event summary: the device was not returned for analysis. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during use of atrial lead an inquiry was received for lead connection issue. Information received indicated atrial lead impedance warning triggered for high impedance, polarity switch occurred and far field r-wave (ffrw) oversensing. It was also reported that the atrial lead exhibited chaotic oversensing and undersensing and suspected implantable pulse generator (ipg) inappropriate mode switch. The ipg and atrial lead settings were re-programmed. The ipg and atrial lead remain in use. It was further reported that a ipg revision procedure was scheduled. During the revision procedure, atrial lead measurements exhibited high impedance, and threshold not available due to no capture. The ipg was removed and replaced with a different device and measurements were within acceptable range. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.